Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that when they turned it back on it didn't help their bladder at all/wasn't making any difference. The patient stated the ins was right in the area where the hip surgery had been done and that the 4 programs the manufacturing representative (rep) had installed on (B)(6) 2023 hadn't worked at all for their symptoms when they worked their way through them. The patient stated they also had a spinal block at the time and saw their managing health care provider (hcp) sometime in (B)(6) and they had also done physical therapy (pt) for their hip in that time but when they saw their hcp, who told the patient initially that they just implanted the system and that the patient should talk to the manufacturer about their issues, the hcp agreed to do an x-ray and the x-ray showed that the patient's lead had moved from the original spot it had been placed. The patient stated they told their hip surgeon about it and the hip surgeon swore they hadn't done anything in the procedure and provided their "own set of x-rays" they'd taken that showed the leads had already been out of place prior to the procedure so the patient stated they didn't know who to believe. The patient questioned if the lead had ever been in the right place or if it had already moved when they met with the rep. Sometime before (B)(6) 2023 or around that time, early in the morning they started noticing "little kicks" around where the ins was and the patient stated they thought it was a muscle at first but then they seemed like shocks so they opted to turn the ins off on (B)(6) 2023. The patient stated it has been off ever since and the patient stated their hcp told them they could just leave the ins implanted and off but the patient stated their internist told them if they weren't going to use the ins, they should have it removed and the patient had been calling to ask what medtronic said about leaving a system implanted if it is not being used. Patient services reviewed ins information with the patient but redirected the patient to follow up with an hcp for next steps. The patient stated their internist told them to get a second opinion other than their hcp's so the patient was going to go back to the original hcp who implanted their ins in 2007 at but also requested physician listings. The patient asked if they should be feeling any shocks with the ins offbecause "maybe the leads are there", that it was in the area of the hip surgery was done and in the top part of the leg so "something could be triggering it". Reviewed that if the ins was off they should not be feeling shocks however if they had discomfort at the site to discuss their concerns with the hcp.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that since their hip replacement surgery on (B)(6) 2023, they had been having more problems than ever with their incontinence. The patient stated it was like "it was just gushing" and they couldn't control it and that they could only walk with a walker now (because of their recent surgery) and that it was awful. The patient stated that now that they were home, the gushing was a little improved, but only because they assumed they were probably closer to the bathroom now. The patient stated they called their internist about their issue and the internist told them to call patient services. The patient was calling to ask if the surgery could have had an impact on their device/therapy and if wanted to know if they could get more information about programming and therapy considerations to try now that they were experiencing this issue. The patient wanted to know if they should make a change to their settings. The patient confirmed that they had met with a manufacturer representative (rep) on (B)(6)2023 and the rep had helped the patient turn the therapy off for the surgery. However the ins was "unfortunately" on the same side where the hip replacement was being done. The patient was concerned that the surgery could have knocked a "node" loose. The patient stated they turned their therapy back on, on (B)(6) 2023 and they had increased the stimulation a few times since then, staying on the same program, however they were still "gushing." Patient services asked the patient if they felt the stimulation in their bike seat region when they increased after turning the ins back on and the patient stated they weren't quite sure and wasn't sure if it felt different than the way they felt it prior to the surgery. They thought the last time they increased it, it felt fainter than before. The patient stated they were even considering going back to taking one of their earlier medications they used to take in order to get control of their issue. The patient could not remember the name of the med and thought it started with a "p". Patient services redirected the patient to follow up with their health care provider (hcp) about their concerns but also reviewed programming and stimulation considerations and the patient stated they thought they might try another program to see if that helped their symptoms. They stated if their symptoms still didn't get better, they would reach out to their managing health care provider (hcp) to discuss their symptom concerns and to check the implanted system.

Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va2ngsb serial# implanted: (B)(6) 2022 explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: va2ngsb, ubd: 03-mar-2024, UDI#: (B)(4) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.